Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. Unable to verify motor error alarm due to unresponsive buttons. Unit had missing end cap sticker. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.